Event description:
It was reported that during manipulation of the guidewire; approximately 4 cm of the floppy tip detached in the internal carotid artery (ica). The tip migrated and lodged into the posterior communications artery (pcom). During removal of the tip with a snare device, the patient's electrode signal decreased. The electrode signal returned to normal after the tip was removed. The patient woke up fine and without any complications post procedure.

Manufacturer narrative:
For the reported event of tip breakage.